Event description:
A 2.25mm diameter x 8mm length micro driver otw stent delivery system was inserted into a pt for treatment of the lad coronary artery. The vessel was severely tortuous with severe calcification. It was reported that the physician first attempted to implant another MFR's stent, but was unable to cross the lesion. The physician then pre-dilated the lesion site; inflating the balloon several times. The physician then attempted the same stent a second time, but was unable to cross the lesion site. The physician then attempted the 2.25mm diameter by 8mm micro driver otw stent delivery system, but was unable to cross the lesion and upon removal of the stent delivery system the stent had dislodged. It was reported that the physician successfully snared the stent and removed it from the pt. The procedure was ended at this time. No add'l sequelae were reported and the pt is reported to be fine. The device has been received and its analysis completed. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The stent was not returned. Review of the returned device suggested that the stent was stripped from the balloon with some force or balloon was subjected to damage. This is thought due to the damage noted on the device upon return i.e. A) balloon chatter marks, b) inner member chatter marks and c) proximal balloon damage or flattening.